Event description:
It was reported that the filter was tilted and had migrated. On (B)(6) 2009, the patient was implanted with a greenfield filter. On (B)(6) 2020, the patient received an abdominal CT scan. The filter was observed to have migrated, with the stem located just above the right renal vein. There was also medial tilting of the filter. There was no injury of the inferior vena cava observed and there were no patient complications were reported.